Event description:
Md inserted greenfield filter but product malfunctioned. It did no open inside the vein. A second filter was inserted and the second filter didn't open in the vein either. Fluoroscopy was used to determine the filter malfunction. A retrieval system was brought in to retrieve the two malfunctioned filters.